Event description:
A customer reported a cartridge alarm 20 with their insulin pump, although the issue did not cause blood glucose levels to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level, and cartridge alarm occurrences were confirmed with consecutive cartridges. To resolve the situation, tandem technical support decided to replace the pump and send a replacement equipped with updated software. The customer was advised to use a backup insulin pump to ensure uninterrupted insulin delivery and was given instructions on how to return the problematic pump and steps to follow upon receiving the new one. The customer acknowledged and understood the instructions provided.